Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had an attempt of essure (fallopian tube occlusion insert) insertion on (B)(6) 2015. Physician called during essure procedure, he stated he used 2 essures and both insert did not fire. He said that he had the insert in and did the roll back, he saw the gold marker and had depressed the button and was rolling back the inserter, but he removed the inserter and said that the insert did not deploy. A flat plate was done on the same day and found 3 inserts in tube. Physician believed them to be perforated. According to him, he is going to do a laparoscope. Product technical complaint (ptc) investigation result received on (B)(6) 2015 ptc global number (B)(4). Final assessment: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to "deployment difficulty". Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed; therefore, a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and physician believed inserts perforated. He was going to do a laparoscopy. The reported event, regarded as fallopian tube perforation, was considered serious due to medical importance and is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this case, physician experienced deployment difficulties and an x-ray (performed during the procedure) found 3 inserts in tube. This inappropriate device therapy could have been a contributory role in the suspected perforation. Considering this suspicion of perforation occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was considered an incident, since physician stated he was going to do a laparoscopy (surgical intervention will be required). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information is expected.

Manufacturer narrative:
Follow up information received on 09-oct-2015: the patient was (B)(6) at time of the events. The physician reported he used 2 essures and both didn't fire. He inserted essure and the insert was too distal, so he inserted a second one. So there were 2 inserts then on the one side. The physician said he didn't see the trailing coil so he inserted another one. The patient had a weird anatomy. He ended up putting in a clip to close the fallopian tube. The physician refused to give any further follow-up information. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and physician believed inserts perforated. A surgical intervention was performed. The reported event, regarded as fallopian tube perforation, was considered serious due to medical importance and is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this case, physician experienced deployment difficulties and an x-ray (performed during the procedure) found 3 inserts in tube. This inappropriate device therapy could have had a contributory role in the suspected perforation. Considering this suspicion of perforation occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Follow up information received on 15 and 18-jan-2016: patient's other relevant medical history included infertility and hydrosalpinx. Per operative report, the essure instrument was placed and deployed on (B)(6) 2015. However, the coils were not visible. It was felt at the time that the essure had malfunctioned. As such, another essure was placed and in a similar fashion, the coils were not visible. Fluoroscopy was performed to see whether the essure had been deployed and the devices were parallel to one another and appeared to be coiled in a loop. There was concern of a left tubal perforation with the essure device. Left salpingectomy was performed. The essure devices were identified and removed. The essure appeared to have perforated the inferior portion of the fallopian tube into the mesosalpinx. Pain was also reported. The physician selected the criteria hospitalization and other serious (important medical events) as outcomes attributed to the adverse event. Upon internal review, case (B)(4) was identified as a duplicate of this case. Case (B)(4) was marked for deletion and all information transferred to this remaining case. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the device appeared to have perforated the inferior portion of fallopian tube into mesosalpinx. A left salpingectomy was performed and the essure devices were removed. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this case, physician experienced deployment difficulties and an x-ray (performed during the procedure) found 3 inserts in tube. Additionally, it was reported that the patient had hydrosalpinx and a "weird" anatomy. The reported inappropriate device therapy (3 essures placed) and patient's anatomy could have had a contributory role in the reported perforation. However, as this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was considered an incident, since hospitalization and device removal were required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information is being sought.